Event description:
New information received states that the device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
H1 updated to serious injury.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was displaying replace generator message. Patient has therapy and has not underwent any unrelated surgical procedures. No further information is available this time.